Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) (570 mg/dl). The cause was not known; however, the customer did mention that food was consumed. Bg level was checked and insulin was delivered to address high bg. As the event occurred in the past, tandem technical support could not determine a cause of the event.